Event description:
It was reported that a spectrum infusion pump turned off when disconnected from the power wall upon device power up in the laboratory. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported issue was not reproduced. When the power cord was disconnected and only the battery was connected, the device was still receiving power. A review of the event history log (ehl) for the reported event date revealed 'improper shutdown' messages. "Improper shutdown!" Events can be the result of the user removing all power from the pump without first powering off the pump using the off key or "improper shutdown!" Events can be the result of the pump powering off without user input due to a device malfunction, however the ehl cannot determine the cause of the "improper shutdown!" Events and therefore cannot confirm the device powered off without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed rear case which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.